Event description:
The user facility reported that the glidewire gold tip sheared off the wire during the procedure. The tip of the wire went off in a branch of the profunda, so it caused no harm to patient, however, they were not able to retrieve the wire tip. The small branch was feeding nowhere so it caused no harm. The patient was stable, and the procedure was a success. Additional information was received on (B)(6) 2021. The procedure was a peripheral artery disease (pad) case.